Event description:
It was reported that insulin squirted out into his body and he overdosed with insulin. The blood glucose reading was 157mg/dl. It was also stated that the device alarmed during the rewind/prime process. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch and loose/protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near the display window corners.